Event description:
It was reported that an interlink buretrol add-on set leaked. This occurred during patient infusion with etoposide using a non-baxter infusion pump. The reporter stated that there was no flow with the vent of the set closed so the nurse had left the vent open. Solution leaked onto the floor. There was patient exposure to the solution; however, there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.